Event description:
Initial result for a patient vancomycin was 4.0 ug/ml. When repeated, the result was 39.3. The incorrect result was not used to guide therapy. The field rep was unable to determine a cause for the discrepancy.